Event description:
It was reported that a cartridge alarm 20 occurred during basal delivery with multiple cartridges. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 303-400 mg/dl.